Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the suction channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction channel. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) coating damage, the insertion flexible tube (ift) compressed, the suction channel buckled, the air/water nozzle deformed, the junction case leak, the root brace rubber non-pentax work/parts, the air/water nozzle dirty, the air/water channel dirty, the light guide cable dirty, the r/l knob loosened, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.